Manufacturer narrative:
The complaint on the smv3v3 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was performed and no non-conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a microclave¿ clear neutral connector where the customer reported that the umbilical venous catheter (uvc) line was noted to be leaking at clave site. The connections were verified that they were tight at start of shift. Charge notified and called transport nurse. Fellow was then notified and came to assess patient. Decision was made to insert peripherally inserted central catheter (PICC) line and remove uvc. There was patient involvement; harm was not reported as a consequence of the event.